Manufacturer narrative:
The event was discovered during a retrospective review of case report forms by (B)(4) research department between (B)(6) 2010 and (B)(6) 2010. The event was forwarded to appropriate personnel on (B)(4) 2010, for complaint/MDR determination after completion of the review. No device returned. Summary of pt follow-up visits: on (B)(6) 2009 - pt underwent wound drainage. Resolved with no residual effects. On (B)(6) 2009 - post-operative radicular left leg pain was noted, which was resolved with medication and no residual effects. On (B)(6) 2009 - pt developed pain at level above implanted level (l3-4). Surgery performed (B)(6) 2009. On (B)(6) 2009 - aspen hardware was removed in order to perform a decompression at that level. Additionally, a decompressive hemilaminectomy and fusion was performed at l3-4 for worsening spinal stenosis at that level. Onset due to strenuous activity. On (B)(6) 2010 - pt developed nerve root pain at previously fused and decompressed level (4-5). Pain was a result of large extruded disc. Surgery performed (B)(6) 2010. On (B)(6) 2010 - a microdiscectomy was l4-5 and a hardware removal at l3-4 was performed in order to accomplish the microdiscectomy. Adequate fusion of l3-4 had taken place and was noted intraoperatively.

Event description:
The pt underwent spinal fusion, discectomy and decompression (laminotomy) on (B)(6) 2009, at the l4-l5 level. On (B)(6) 2009, hardware was removed in order to perform a decompression at the l4-5 level as a result of disease progression. Additionally, a decompressive hemilaminectomy and fusion was performed at l3-4 for worsening spinal stenosis at that level. Onset occurred with strenuous activity. Pt further developed nerve root pain at previously fused and decompressed level (l4-5). Pain was a result of large extruded disc. Surgery performed (B)(6) 2010. A microdiscectomy at l4-5 and a hardware removal at l3-4 was performed in order to accomplish the microdiscectomy. Adequate fusion of l3-4 had taken place and was noted intraoperatively.